Event description:
While attempting to fire a cs29 stapler via an idrivec in a colectomy procedure, repeated presses of the open and close buttons effected no change in the position of the cs29 anvil. The idrivec was subsequently replaced by another, and the procedure was successfully completed.

Manufacturer narrative:
The patient's age and weight are unknown. (B) (4). The returned idrivec was visually and functionally evaluated. The distal tip was found to be somewhat detached from the tube, the net effect of this being that the distal pins were flush with the distal tip, thus preventing electrical contact between the idrivec and any attached dlu. Since the presence of a dlu was not detected, by design, button presses had no effect. The issue will be monitored. (B) (4)